Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not coagulating well during a total laparoscopic hysterectomy even though an end tone, indicating a completed seal cycle, was heard. The surgeon attempted to seal 3 times. Blood loss was not reported.

Manufacturer narrative:
(B)(4). The investigation for this event could not confirm the complaint. Examination of the returned used device found no defects and that it functions within specification. The jaws opened and closed normally, cut simulations were successful, and seals were within specifications. The device activated normally and all tones were adequate. A review of the relevant device history records found no entries that could have caused or contributed to this issue. No trends have been identified for this failure mode and no corrective action is indicated.